Event description:
It was reported that before an unk procedure, the clip was malformed. The clip was twisted in the jaw before firing. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.